Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). (B)(6). A follow-up report will be submitted once the repair has been complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
PMA/510k : 17jun2019 event : (B)(6) 2019 a visual inspection of the gas delivery system (gds) revealed no anomalies. During testing of gds, it was determined that the unit failed due to the u1 component drifting out of specification causing the oxygen flow sensor to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 13may2019. The manufacturer's field service engineer (fse) performed troubleshooting. When the unit is set to 30% flow, it measures 37.5%. The fse determined the flow sensor needs to be replaced. The fse replace the flow sensor and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.